Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the patient was having her knee replaced. The catheter was inserted in the patient without difficulty and used successfully. During removal, the epidural catheter separated and a 1'' piece of the tip was retained in the patient. At this time, they have chosen to leave the piece in the patient and observe the patient's condition.